Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 518 mg/dl. Customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was hyperglycemia. Customer was treated with fluid by IV and insulin by injection. Customer was wearing the pump at time of hospitalization. After the troubleshooting was done, customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. The insulin pump was received with normal operating currents. No unexpected low battery or bad battery alarm noted. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked belt clip slot and minor scratched lcd window.